Event description:
Patient was revised to address fibrous ingrowth and pain with weight-bearing.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were conducted. Patient medical records were provided. Review of the records revealed distal femoral fragments and also some hypertrophy of the femoral cortex at the level of the sleeve/stem and bone formation of the distal femoral segment as well as more cortical hypertrophy of the femoral shaft. The noted observations are likely contributing factors to the reported patient knee pain. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.